Event description:
Pulmonetic systems, inc. Received a call from hosp in 2002. The representative reported the following problem: vent inop while on external battery. Inop soon after switching from ac power to external battery.